Manufacturer narrative:
Explant was reported due to calcification and stenosis. The investigation found that all three leaflets contained calcifications and had fibrous thickening. Leaflet 2 was torn, with the tear associated with calcifications and leaflet 3 contained an incision. There was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter. Ni inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications and pannus noted could have contributed to the reported stenosis.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 19mm sjm trifecta valve was implanted. The patient presented with shortness of breath and on (B)(6) 2021, the valve was explanted due to calcification and stenosis. A 19mm medtronic avalus valve was implanted. Upon explant leaflet tears were noted. The patient was reported to be in stable condition.